Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported that near the end of the capsulotomy, they lost suction and there was a visible capsulotomy etched into the epithelium.

Manufacturer narrative:
The surgical image files were reviewed and showed a well centered suction ring. There was notable blur at the 5 o'clock position, likely due to bss on the surface of the glass. The procedure progressed until frame 6 where a noted water leak/loss of suction is seen superiorly in the image approximately 30% of the ring. Suction loss is seen on frame 10 with a visible bubble coming across the field. The procedure was not stopped by the surgeon as directed by the user manual when a loss of fixation occured and continued for 2 more frames where the corneal etch occurred. The cause of the suction loss cannot be determined. During a post-operative clinical follow up the doctor reported that the cornea looked normal the next day and the vision was fine. There was no medical intervention required.

Event description:
Customer reported that near the end of the capsulotomy, they lost suction and there was a visible capsulotomy etched into the epithelium.